Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a right-sided pneumothorax. It was further reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.